Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with bad display was confirmed during product evaluation. The root cause of the reported problem was determined to be lines main display. Appropriate action was taken to correct the reported problem by replacing the main display. The device has not been previously sent into service for the reported condition of "c.043 display-unknown." This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of bad display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general pt ward. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The software version is currently unknown. No additional information is available.